Event description:
Per the clinic, the patient experienced an infection beneath his glasses (site of infection not confirmed). Subsequently, the patient was treated with peripherally inserted central catheter (PICC) line and oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.